Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on stored high rate non-sustained episodes which resulted in pacing inhibition. Follow up was conducted and no reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.